Manufacturer narrative:
Patient date of birth and weight were not provided for reporting. Implant and explant dates: device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Initial reporter facility contact number: (B)(6). Device history records review was completed for part# 314.451, lot# 8442370. Manufacturing location: (B)(4), manufacturing date: jun 19, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, intra-operatively the screwdriver shaft stardrive device broke. The connection part of the screwdriver shaft in accordance with the relator broke. There was no patient harm and all broken off pieces were removed from the patient. The surgery was completed successfully without delay. Patient outcome was reported as good. This report is for one (1) 2.4mm stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).